Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer¿s blood glucose value was 128 mg/dl. Reportdly, the customer continued to use the pump for insulin delivery.